Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain broke in half and the remaining drain was left in the patient. The general surgeon was consulted and the patient returned to surgery for drain removal.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the wound drainage product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the drain broke in half and the remaining drain was left in the patient. The general surgeon was consulted and the patient returned to surgery for drain removal.

Manufacturer narrative:
The reported event was confirmed. During visual evaluation of the photos, it was noted that the flat drain was broken from the white section near the drain tube. Per photo samples received for investigation, the flat drain had 42 holes, while the flat drains manufactured in house have 44, 54, 58 and 72 holes. The dimensional evaluation could not be performed due to no physical sample was returned for evaluation. Only three (3) photos samples received for investigation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." Corrections: concomitant medical products, device evaluated by MFR.

Event description:
It was reported that the drain broke in half and the remaining drain was left in the patient. The general surgeon was consulted and the patient returned to surgery for drain removal.